Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the scissor broke at the box-lock during a c-section. On (B)(6)2010, the risk manager reported via telephone that an intraoperative x-ray was taken, all 4 pieces were removed. There was no pt injury.